Event description:
Information was received from a consumer and a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 1.2 mg/ml dilaudid at 0.3601 mg/day, 500 mcg/ml clonidine at 150.04 mcg/day, 7.5 mg/ml bupivacaine at 2.25 mg/day, 116.7 mcg/ml fentanyl at 50.02 mcg/day via an implantable pump for non-malignant pain and complex reg pain syndrome type I. It was reported that the personal therapy manager (ptm) was displaying a code of 8474 on (B)(6) 2016. The patient was noted to be in pain, which began on (B)(6) 2016. The rep was in the middle of cases, but would have the patient meet him at the hospital to read the pump. The pump logs showed a safe state/reset occurred. It was then stated that a low battery reset occurred that morning. Since the patient was on a low dose of dilaudid, the hcp did not think the patient would have significant withdrawal if it reset again. It was suggested that the hcp was likely going to reprogram the pump and give the patient oral medications in case it reset again. It was later reported that the pump was replaced on (B)(6) 2016 and the pump would be sent back for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
Analysis of the device found high battery resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.